Event description:
It has been reported to philips that the geometry movements were unavailable. The system was in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during the coronary diagnosis procedure. The procedure was completed by moving the patient to another room. The philips field service engineer (fse) inspected the system onsite and confirmed that the geometry movements were unavailable. Upon troubleshooting actions, fse verified the voltage and identified that the power supply was defective. The defective power supply was returned for analysis and which concluded that the power supply was failed due to electronic defect. Fse replaced the power supply. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.